Event description:
Optician reported a pt with a history of recurring peripheral corneal ulcers in the right eye over two years ago when he wore acuvue as extended wear modality. The pt chnged to dw and has been trouble free for two years. The optician does not feel the contact lens caused the present ulcer because the pt had a foreign body in his eye from debris falling from a ceiling. The current injury is central, in the left eye and was treated by a local infirmary. The pt was treated three weeks ago and released. He then returned as the ulcer worsened and was admitted for 7 days. The pt was told that the diagnosis was unconfirmed but he thought it was a pseudomonas ulcer. Visual activity dropped to 6/18. A corneal transplant may be necessary. No add'l info is available to enable further investigation at this time.